Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance. The physician opted to leave programmed rv coil to can. The patient was in a stable condition and will be continue to be followed.